Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. No changes have been made and the s-ICD remains in service. No adverse patient effects have been reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. No changes have been made and the s-ICD remains in service. No adverse patient effects have been reported. Additional information provided from the field indicated the patient came back in for product testing. Low amplitude morphology measurements were observed, the s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.